Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of returned product. Visual examination of the returned product identified signs of use and wear and tear. There is some galling on the shaft of the reamer and some damage/gouges on the step feature of the reamer. There is a steinman pin stuck in the ID of the reamer and at the distal end of the reamer there is some debris between the steinman pin and the reamer. The distal end of the reamer is cracked as well. Measured the overall length and checked the product identifiers and both are conforming. The steinman pin was not evaluated as it is listed as associated product. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the modular center post reamer tip split after the procedure. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.